Manufacturer narrative:
Concomitant medical products: 6940-52 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
A competitor reported that there was oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.